Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. (B)(4). The customer was advised to replace the battery.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.